Manufacturer narrative:
The manufacturer is currently performing investigation and the results will be provided in the supplemental report.

Event description:
On (B)(6) 2024, senseonics was made aware of an incident where a user experienced sensor inaccuracy which led to early sensor removal.

Manufacturer narrative:
Based on the initial escalation analysis, the sensor has deviated from normal behaviour.the RMA was authorized but not received, thus no confirmation or investigation of the complaint was possible. B4. Date of this report updated to 24 june 2024 d4. UDI updated to (B)(4). G3. Date received by the manufacturer? 24 june 2024 h6. Type of investigation updated to 4114. H6. Investigation findings updated to 3221. H6. Investigation conclusions updated to 67.